Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A competing MFR reported a posterior capsule tear (pc tear) on a (B)(6) year old male pt during a cataract extraction with intraocular lens implant. The cause of the pc tear is unk at this time. Add'l info has been requested, but none has been received to date.